Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that it was unknown which small parts were lacking in the extension kit. It was also clarified that the initial reporter was a distributor. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that during operation it was found that the extension lacked small parts. The extension was replaced and the operation was completed. The patient was in good condition. The cause of the issues was not known. No patient symptoms or further complications were reported as a result of this event.